Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had excessive smoke, couldn't get tissue out of the jaws to get smoke out, took instrument out and tried to clean it but was still occluded and smoke couldn't escape. Had to open a new kit. There was no procedural delay. There were no effects to the patient.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b7. The device was returned to the factory for evaluation on 07/07/2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did transect tissue four (4) times. No excessive smoke was observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the condition of the device, the reported failure "environmental particulates- smoke" was not confirmed. The lot # 3000478269 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.